Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that customer experienced low blood glucose level. The customer¿s blood glucose level was 2.6 mmol/l at the time of incident. Customer¿s other blood glucose values was 3.3 mmol/l and 3.1 mmol/l. Based on customer report, customer does not allege pump was over delivering. The customer was treated for the low blood glucose with food. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.